Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13j05012 and h13k02033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as complaints (B)(4).

Event description:
This is report 1 of 5. It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapies were ongoing. On the same date as onset of peritonitis, the patient was hospitalized for the event. Treatment was not reported. Seven days after hospitalization, the patient was discharged. The cause for the peritonitis was reported to be ¿previous¿. At the time of the report, the patient was recovering from the event. No additional information is available.